Event description:
It was reported that pump experienced frequent cartridge alarms. There was no reported adverse impact to the customer. The customer then declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.